Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was further reported that the patient experienced perforation of the atrium wall by the right atrial (ra) lead on the same day it was implanted. It was also reported that the patient experienced arrhythmia and ventricular tachycardia (vt). The ra lead was explanted.